Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove three leads: a left ventricular (lv), right atrial (ra) and right ventricular (rv) lead due to bacteremia. The physician chose a spectranetics 14f glidelight laser sheath to aid in lead extraction. According to the report, the ra lead was removed first with no issue. Next, the lv lead was removed. It was reported at that time that the patient's blood pressure was slowly dropping and anesthesia began treating the patient. Approximately 8 minutes from the time the lv lead was removed, fluid was noticed in the right pleural space via transesophageal echocardiography (tee), with no pericardial effusion present. The team assumed a high superior vena cava (svc) tear had occurred. A temporary pacing wire was placed, and the cardiothoracic (CT) surgeon joined the procedure. The decision was made to remove the remaining rv lead due to the patient's systemic infection, which was successfully removed. Using contrast, there was no evidence of tear from the mid svc and below, so contrast was used again, showing a small tear in the innominate/svc junction. Rescue efforts began, including paging vascular surgery to put in a covered stent, and using a rescue balloon. A hemothorax and collapsed right lung were evident on fluoroscopy, and a wall stent was placed, with approximately 90% of the tear being covered. However, there was no upward trend in the patent's' blood pressure. Vascular surgery then ballooned the stent for better results, and the CT surgeon scrubbed in, drained the fluid in the lungs. With the fluid drained and lungs expanding, the patient's blood pressure rebounded. A covered stent was then placed and the tear was completely closed off. The patient survived the procedure. This report is being submitted to capture the glidelight device which was being used in the area in which an svc tear occurred, requiring medical intervention. There is no reported malfunction of the glidelight device during the procedure.